Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 490 mg/dl. The customer called to report that the infusion set tape would get stuck to the side of the serter, preventing her from completing the infusion set change. Advised return of the device for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and the quick-serter barrel walls had excessive glue from the quick-set tape.